Event description:
It was reported that pump experienced malfunction alarm with malfunction code that required reset, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully performed reset without code recurring, was advised to continue using pump and to call back if malfunction returned, and acknowledged understanding of guidance.